Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 533 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump and bolus. Customer report customer does not allege pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer states insulin exited at the quick release. The insulin pump will not be returned for analysis.